Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6)2023. The original surgery date is unknown. The reason for revision is wear. During the revision the original femoral head and liner were removed and replaced new implants.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.